Manufacturer narrative:
We received a report of an es nail breaking in (B)(6). Several attempts to gather detailed information were made with no response. Information collected is that a es nail was used out of indication for a mid-shaft fracture, for a mid-shaft fracture a long nail should have been used.

Event description:
We received a report of an es nail breaking in (B)(6). Several attempts to gather detailed information were made with no response. Information collected is that a es nail was used out of indication for a mid-shaft fracture.